Event description:
It was reported that when using the bd pyxis¿ es server system patients were not crossing into server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing into server. A technical support specialist (tss) verified that messages were being received through the clinical communication engine interface and coordinated with the integration engineer team to confirm that message processing was functioning correctly. The tss accessed the enterprise server remotely, used the database management tools to check for queued messages and processing status, reviewed message timestamps, and validated patient or order examples provided by the customer, then examined messaging records and service logs for errors when required to ensure proper message flow. The system functioned as intended after the technical support specialist troubleshot the issue